Event description:
IV catheter was being inserted and it became evident that the vein was distending, as she attempted to remove IV catheter, she met with resistance. Removal was accomplished by surgeon following local anesthetic. Reason for use: administration of IV anesthesia. Event abated after use stopped: yes. IV catheter was in process of being inserted, observed back flash of blood and then add'l movement to the left of the catheter. As nurse attempted to withdraw catheter she met with resistance and stopped. After catheter removal, it was observed to be split at the very tip.